Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery connection is broken on the insulin pump. No further information was given.

Manufacturer narrative:
The pump had broken battery tube threads, minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube, a small crack on the reservoir tube lip, a missing address/serial number label and a missing end cap sticker.